Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed. The product returned for evaluation was four 22ga x 0.75¿ powerloc max safety infusion sets with y-sites. The first sample (sample 1) exhibited abundant usage residues. The remaining three samples were received in their sealed packages. Sample 1 exhibited a partially circumferential split at the luer/tubing joint. The sealed samples were unremarkable. Microscopic inspection of the split revealed a granular fracture surface. Beach marks and radiating tear marks were observed throughout the fracture surface. Material buckling and discoloration were observed in the vicinity of the split. The split characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured, in part, due to repetitive torsional (twisting) stress, suggesting that securement, access and maintenance techniques may have contributed; however, it appeared that an additional unidentified factor(s) may have contributed. The supplier has been notified of this event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the tubing became unattached at the hub connection leaving an open pathway. Additional information received 1/7/2021: it was reported the pediatric patient had to be re-accessed, but no harm was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported the tubing became unattached at the hub connection leaving an open pathway. Additional information received 1/7/2021: it was reported the pediatric patient had to be re-accessed, but no harm was reported.